Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/23/2024, a clindex notification was received indicating that a patient underwent surgery on (B)(6) 2024 to repair a subscapularis tear. A univers revers apex system was implanted. After the subscapularis was repaired, it was identified that it could only be rotated to zero degrees, indicating poor excursion and mobility of the subscapularis tendon despite significant release. The repair was taken down to avoid a constrained range of motion. The patient required inpatient hospitalization or prolongation of existing hospitalization; however, this event was indicated as unrelated to the univers revers apex devices.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.